Event description:
It was reported that a 43-year old caucasian female patient underwent primary breast augmentation with a (left) 175cc mentor memorygel breast implant and a (right) 200cc mentor memorygel breast implant. Post-operatively, the patient suffered left breast capsular contracture (baker grade IV). As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. During the surgery, it was discovered that the patient's right breast implant had gel bleed. Subsequently, both implants were replaced with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9896611 sn: (B)(6) and (right) 325cc mentor memorygel breast implant catalog: 3503251bc lot: 9858049 sn: (B)(6). This medwatch form is for the right breast prosthesis. Capsular contracture on the left breast has been reported under mrn: 1645337-2023-05849.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 200cc breast implant had a crease/fold on the anterior view. Additionally, a tear was observed within the crease/fold, measuring approximately 1.9 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Reason for device explant and/or reoperation: gel bleed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).